Manufacturer narrative:
One level 1 hotline disposable set was returned for analysis. The female luer was found to be broken upon visual inspection. Relevant documents were reviewed and deemed adequate. A review of the manufacturing process was performed; all procedures were found to be followed appropriately. Leak testing, training records and final visual inspection process were reviewed; no discrepancies were observed. A random sample of 32 units were taken and visually verified; no defects were found. Leak testing was performed on 32 random units with no leaks observed. One sample was assembled purposely with the luer crack in order to verify if the equipment is capable to detect the leak; the equipment is capable to detect the piece as reject. Based on the evidence the complaint was confirmed. However, the root cause is unknown. It was found that the damage was most likely caused after it left the manufacturing facility.

Event description:
It was reported that there was air in the transfusion route. This issue was observed while the patient was undergoing a blood transfusion. No patient injury or complications were reported in relation to this event.